Event description:
It was reported that the pump did not deliver insulin as intended. Additionally, the pump indicated a data log corruption. Reportedly, the customer experienced a high blood glucose (bg) level. Bg value not provided. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.